Event description:
It was reported that there was an error during the cuff leakage test; leakage was detected. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was initially reported that there was an error during the cuff leakage test and leakage was detected. Follow-up received later clarified that the cuff itself does not have any issues and it is working fine with other machines. This report should be voided.

Event description:
It was initially reported that there was an error during the cuff leakage test and leakage was detected. Follow-up received later clarified that the cuff itself does not have any issues and it is working fine with other machines. This report should be voided.